Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) reached out to the for additional information, the customer did not provide the specific details of the malfunction and did not report it to philips. Nor did they order any spare parts from philips. The customer declined service and repair. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that the device could not accurately measure the pulse of pregnant women and their fetuses. The device was in use on patient at time of event, there was no adverse event reported.